Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a curled stylet wire was confirmed, but the exact cause could not be determined. Seven unused catheters and one 3cg stylet were returned for investigation. The stylet had been removed from the powerpicc, which was not returned with the stylet. The stylet had been partially retracted through the t-lock extension set. The section of stylet distal to the t-lock extension set was curled. A kink was observed in the core wire 20.7cm from the tip of the stylet. The stylet was intact. The deformation observed on the stylet wire can occur if the stylet is advanced or retracted against resistance and may have occurred during the insertion process; however there were no distinguishing features which could aid in identification of a specific root cause. After removing the stylet from each unused catheter, no curls or kinks were noted in the wires. No other similar complaints were reported for this lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. A lot history review (lhr) of refw4241 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "after line was placed the therapist took the sherlock wire out and noticed it was curled about 10 cms." (B)(6) 2022 - the returned stylet wire was kinked.